Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3487a-56, lot # v181340, implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot # v181340, implanted: (B)(6) 2010, product type lead; product ID 37761, serial # unknown, product type recharger; product ID 37761, serial # unknown, product type recharger. (B)(6).

Event description:
The consumer reported that the implantable neurostimulator recharger (insr) was not charging. The connector pin appeared cracked. The patient spoke to a manufacturer representative (rep) the day of the report who told them to ask for a new desktop charger. The patient was not feeling stimulation so suspected the implantable neurostimulator (ins) battery was empty. The patient was not able to charge the ins battery because they were not able to charge the insr battery. It was later reported that the patient could recharge normally and was receiving effective therapy. The patient recovered without permanent impairment. The indication for therapy was rsd/causalgia-complex regional pain syndrome. .